Manufacturer narrative:
This case was initially received via regulatory authority (igj on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hypertension ("hypertension"). The patient was treated with surgery (fallopian tubes and essure removed). Essure was removed in (B)(6) 2018. At the time of the report, the menorrhagia, fatigue and hypertension outcome was unknown. The reporter provided no causality assessment for fatigue, hypertension and menorrhagia with essure. The reporter commented: the complaints have decreased since the fallopian tubes and essure removed in (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hypertension ("hypertension"). The patient was treated with surgery (fallopian tubes and essure removed). Essure was removed in (B)(6) 2018. At the time of the report, the menorrhagia, fatigue and hypertension outcome was unknown. The reporter provided no causality assessment for fatigue, hypertension and menorrhagia with essure. The reporter commented: the complaints have decreased since the fallopian tubes and essure removed in (B)(6) 2018. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.